Manufacturer narrative:
Method code 3: imaging evaluation. Results code 3: 213: the imaging evaluation stated the following: diameters in the first 15 mm of neck length distal to the left lowest renal range from 20 mm ¿ 22 mm. Length from the left lowest renal to the aortic bifurcation appears to measure ~ 105 mm. Diameter just proximal to the aortic bifurcation appear to measure ~ 40 mm. Length from the left lowest renal to the riia appear to measure ~ 200 mm. There appears to be a branch ~ 38 mm distal to the riia ostium. Length from the left lowest renal to the liia appear to measure ~ 205 mm. The external iliac arteries appear to be tortuous.

Manufacturer narrative:
Conclusion code 1: updated. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to incomplete component deployment. Results code 2 updated: 213: the engineering evaluation stated the following: the device evaluation showed the following: the 2nd deployment knob, the constraining mechanism with the lock pin and the constraining loop still attached were returned and no abnormality was observed. The returned 1st deployment knob was returned and was visually inspected. The deployment line is still attached and was approximately 99 cm long measured from the leading end of the knob. The fep/eptfe overwrap surrounding the eptfe core of the fiber appeared to have ruptured at approximately 78 cm from the 1st deployment knob, leaving approximately 19cm of exposed eptfe core. Scanning electron microscopy imaging was performed in order determine the break failure mode. The observed smooth edge of the fep/eptfe overwrap and eptfe core section appear to be consistent with damage due to a stress load applied by an unidentified sharp object. The returned explanted endoprosthesis is still constrained at approximately 11 cm of the distal section of the cut delivery catheter. Approximately 2 cm of the device is still constrained into the sleeve. An inspection of the un-constrained section of the device revealed that the 1st deployment line appears to have broken at approximately 2 cm from the sleeve stitch lines. A closer inspection of this section of the fiber revealed that the fep/eptfe overwrap has bunched up around the broken eptfe core and may have been caused by the overwrap being somehow separated from the core and being held back while the core advances, consistent with the section of missing wrap on the deployment line still attached to the 1st deployment knob. By pulling on this section of the fiber, engineering was able to deploy the remaining of the constrained device, ruling out any anomaly in the stich line as it was returned. S.e.m. Imaging of the fiber at the unconstrained section, was also performed in order to confirm the failure mode. A plane section may be observed half way through the core of the fiber, again, consistent with damage due to a stress load applied by an unidentified sharp object. A section of approximately 14 cm of a gore® dryseal flex introducer sheath was also returned. A visual inspection of the leading end did not reveal any obvious damage that could impact the deployment line. Based on the findings from this evaluation, the physician¿s observation that the distal end of the contralateral gate was still constrained was confirmed, which is consistent with the observed broken 1st deployment line. The break appears to be consistent with damage due to a stress load applied by an unidentified sharp object. The likely cause for the broken deployment line could not be determined with the currently available information.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of an iliac artery aneurysm with a gore® excluder® iliac branch endoprosthesis (ibe) and a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Following deployment of the ibe components, the trunk-ipsilateral leg component of the gore® excluder® aaa endoprosthesis featuring c3® delivery system was advanced. The device was re-constrained and repositioned twice, however the device could not be positioned and deployed in the desired manner. After 60 minutes, a decision was made to convert to open repair due to no perfusion to both legs. The patient did well following the procedure.